Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical coordinator reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 406 mg/dl at the time of incident. The customer stated that the retainer ring was broken and reservoir was not able to lock in place. The customer stated that the infusion set was leaking. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.